Event description:
The user experienced intermittent issues with creatinine plus (creatinine) results not matching the results from another p module which was using the same reagent lot number. The user reviewed results for approximately 5000 patient samples from this p module and stated 400-500 corrected reports were issued. The user provided data for 20 representative patient samples, of which the results for 18 were discrepant. All results are in mg/dl. Patient sample 1 initial result was 1.75 and the result from the other p module on (B)(6) 2010 was 0.93. Patient sample 2 was from a (B)(6) female. The initial result was 1.23 and the result from the other p module on (B)(6) 2010 was 0.69. Patient sample 3 was from a (B)(6) female. The initial result was 1.79 and the result from the other p module on (B)(6) 2010 was 1.06. Patient sample 4 was from a (B)(6) female. The initial result was 1.66 and the result from the other p module on (B)(6) 2010 was 0.91. Patient sample 5 was from a (B)(6) male. The initial result was 1.60 and the result from the other p module on (B)(6) 2010 was 0.90. Patient sample 6 was from a (B)(6) female. The initial result was 1.73 and the result from the other p module on (B)(6) 2010 was 0.85. The following two patient samples were initially tested on (B)(6) 2010. Patient sample 7 was from a (B)(6) female. The initial result was 1.69 and the result from the other p module on (B)(6) 2010 was 0.82. Patient sample 8 was from a (B)(6) male. The initial result was 1.83 and the result from the other p module on (B)(6) 2010 was 1.04. The following five patient samples were initially tested on (B)(6) 2010. Patient sample 9 was from an (B)(6) male. The initial result was 2.08 and the result from the other p module on (B)(6) 2010 was 1.09. Patient sample 10 was from a (B)(6) female. The initial result was 1.83 and the result from the other p module on (B)(6) 2010 was 0.81. Patient sample 11 was from a (B)(6) female. The initial result was 1.56 and the result from the other p module on (B)(6) 2010 was 0.79. Patient sample 12 was from a (B)(6) male. The initial result was 1.83 and the result from the other p module on (B)(6) 2010 was 0.95. Patient sample 13 was from a (B)(6) male. The initial result was 1.57 and the result from the other p module on (B)(6) 2010 was 1.09. The following five patient samples were initially tested on (B)(6) 2010. Patient sample 14 was from a (B)(6) male. The initial result was 1.82 and the result from the other p module on (B)(6) 2010 was 0.82. Patient sample 15 was from a (B)(6) female. The initial result was 1.56 and the result from the other p module on (B)(6) 2010 was 0.67. Patient sample 16 was from a (B)(6) female. The initial result was 1.32 and the result from the other p module on (B)(6) 2010 was 0.58. Patient sample 17 was from a (B)(6) male. The initial result was 1.77 and the result from the other p module on (B)(6) 2010 was 0.84. Patient sample 18 was from an (B)(6) female. The initial result was 1.76 and the result from the other p module on (B)(6) 2010 was 0.80. The user stated "a few of the patients were referred to a nephrologist". No further information could be provided concerning the patients. No adverse events were alleged regarding the issue. The creatinine reagent lot numbers were 62855001 and 62800401. The field service representative determined there was a mechanical failure of the gear pump and replaced it. He also replaced the pressure gauge as a precautionary measure. To verify the analyzer operation, the user ran calibration and quality control with passing results.